Manufacturer narrative:
The device has not been returned to olympus medical systems corp. (Omsc), but was returned to olympus (B)(4) for evaluation. The evaluation of the device confirmed the following: the ccd unit of the device was defective. The camera cable and ccd unit of the device leaked. The electrical contact of the video connector was corroded and had foreign material. The contact between the camera cable and ccd unit was corroded. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
The endoscopic image of the device flickered, and did not appear. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined, however there is possibility that the reported event was caused by foreign material adhering to the electrical contact of the video connector, defect of the ccd unit, or corrosion of the contact between the camera cable and ccd unit. There is possibility that the these phenomenon were caused by flooding of the ccd unit due to excessive stress on the camera head, and by incorrect customer's handling. If additional information becomes available, this report will be supplemented.